Event description:
It was reported that the left ventricular (lv) lead exhibited high impedances and thresholds, as well as a loss of capture at maximum outputs. The lead was capped and not replaced due to the patient's status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2003; 5076 implantable pacing lead - (B)(6) 2003. (B)(4).